Event description:
Blue injection port came off line at end of treatment. Pt was receiving injection and when the needle was removed, the ring and plug in the venous line came off the set. There was no pt injury or medical intervention.

Manufacturer narrative:
After further review, co has determined that this incident should not have been filed as an MDR for the following reasons: a health hazard evaluation shows that the risk associated with this failure is "none/negligible". If the cap and plug come out, the machine will alarm, protecting the patient from injury per the MDR definations.